Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to one cylinder not inflating. The device was removed and replaced. There were no patient complications.